Event description:
Received information stating that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level. Reportedly, the customer used cold insulin and added insulin after the cartridge had already been successfully loaded.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available as supplemental report will be submitted.